Manufacturer narrative:
A ge service rep performed an investigation. The collimator lead leaf component has been ordered. It is believed that when this component is replaced the image quality issue will be addressed. If info is provided that indicates otherwise a follow up report will be submitted as required.

Event description:
It was reported that the image quality on the 9600+ system is poor. There was no report of pt injury.